Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 210.5020 was not confirmed or duplicated during testing but confirmed through the error logs. - received on 06-nov-2025, lvp device was received unboxed and with paperwork. - error code 210.5020 was found in the error logs. Internal inspection revealed that the bezel harness to the display board was not fully seated causing the error code to occur. - bezel harness to the display board was not fully seated. Workmanship at bd manufacturing. - device to be returned to san diego repair center for processing. - noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. - failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.